Event description:
This ra lead was implanted on (B)(6) 2008 and was explanted on (B)(6) 2011 due to an infection. The physician was dr. (B)(6) at university of (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).